Manufacturer narrative:
The compressor was investigated by our field service engineer (fse). The problem was resolved by retightening all connections at the compressor air inlet/outlet. No parts were replaced. The compressor passed all performance and safety tests and was cleared for clinical use. The root cause for why the air pipe became loose could no be determined.

Event description:
It was reported that the compressor generated alarm indicating low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).